Event description:
A malfunction alarm was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur after resetting. The customer was instructed to restart the continuous glucose monitor, reload the cartridge, and resume insulin independently, with advice to contact support if the issue recurred.